Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with the return of the device. Failure (event) observed during analysis. Analysis found external insulation abrasion at 2.5-2.6cm and at 13-13.6cm from the connector pin. Re-coil was exposed. The etfe coating was intact. Insulation was c crushed and broken at 34cm from the distal tip, consistent with clavicular crush. The inner coil was also damaged.